Manufacturer narrative:
This rv lead is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting low pacing impedance measurements down to 328 ohms, a drop in sensing, and high threshold measurements. Scar tissue build-up on the tip of the lead was suspected to be causing the reported clinical observations. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead passed continuity testing with manipulation which indicated it was electrically continuous. Cuts in the insulation of the lead were noted and induced in the field during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations.